Event description:
According to the info rec'd, its reported that urineflow was blocked and flowed back into the bladder. The enduser stated that the tube material was weak and therefore was bent in the area of connection to the indwelling catheter. It is also reported that the end user is constantly treated by a doctor however it is not due to this event.

Manufacturer narrative:
No product was available was available for testing. W/o the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be rec'd, a f/u report will be filed.

Event description:
Patient identifier: (B)(6). Date of event is (B)(6) 2013. According to the information received, its reported that urineflow was blocked and flowed back into the bladder. The enduser stated that the tube material was weak and therefore was bent in the area of connection to the indwelling catheter. It is also reported that the end user is constantly treated by a doctor however the it is not due to this event.

Manufacturer narrative:
6 unused and 1 used sample were received. The following tests were performed; visual inspection, flow and filling rate per iso (B)(4), 6.10 and measurements of the inner/outer tube diameter. The 6 unused products met all test requirements mentioned above. Measurement of wall thickness of the used sample met requirements. The shore hardness of the pvc used in the tube is declared by the material supplier. The pvc certificate is verified by our incoming inspection and the raw material is released when the requirements are met. Additional inspection of the certificate was performed and met the requirements. All tests required during the production process were performed. History records were checked and no deviations were recorded during the manufacturing process. No other complaint was received on this lot number. Based on the information received and the investigation findings, this complaint cannot be confirmed as reported and the possible root cause could not be identified.